Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a3a should be blank, PMA / 510(k) # h3 evaluation summary: medtronic conducted an investigation based upon all information received. Only the anvil of the device was available for evaluation. Visual inspection noted that the anvil of the instrument was observed to be not tilted. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the anvil was observed to be bent. It was reported that the anvil was difficult to attach, approximation was difficult, and the instrument was bent. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the anvil was manipulated with excessive force during the attachment to the instrument, or if the anvil was mishandled during the removal of fitting accessories. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not grasp/clamp on the legs (open end) of the anvil/center rod assembly. Doing so could bend the legs and make it difficult to at tach/detach the anvil to the integrated trocar of the stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sigmoid colectomy, during anastomosis, the anvil could not be attached. The anvil leg was bent and spread. It was difficult or impossible to align or bring the anvil and the handle together. To resolve the issue, the handle side of the device was not pulled out. The shaft was returned inside the handle, the pneumoperitoneum was temporarily stopped, and the oral side of the bowel was again brought outside the body through the small abdominal incision. The purse string suture was then released, another anvil was inserted again, and purse string suture. The bowel was returned to the body cavity, the anvil was docked into the circular stapler handle, and the anastomosis was completed. The surgical time was extended for 10 minutes.